Event description:
We were informed on (B)(6) 2024, about an event regarding a patient with a medtronic deep brain stimulation (dbs) implantable pulse generator (ipg). On (B)(6) 2024. The dbs patient underwent a revision procedure with dr. Craig van home at hospital in university of kentucky, united states. During the procedure, the physician replaced the medtronic jpg with a boston scientific device for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).